Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced low blood glucose levels on (B)(6) 2025. The infusion set was not changed like instructed and accidentally during loading reservoir and tube filling administrating 80u of insulin from the pump. The patient treated with carbs. The patient felt loss of consciousness due to low blood glucose and was subsequently admitted to the hospital. The patient's blood glucose was 1.8 mmol/l and was treated with carbs and intravenous drip. The patient was admitted for less than 24 hours. The insulin was administered while at the hospital via pump. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.